Manufacturer narrative:
A steris service technician was dispatched on-site and found the sterilizer door counterweights had been removed and the door partially disassembled. The technician re-assembled the door, re-installed the counterweights and inspected the machine. The device was found to be operating properly; no issues were noted. The unit was returned to service and no further issues have been reported. The steris technician reported the sterilizer was loaded improperly in that the hospital personnel placed instruments in the chamber that exceeded the chamber's dimensions for length by placing the instruments in the chamber at an angle. During the cycle, the instruments became lodged against the door, preventing the door from opening after the completed cycle. The operator manual states (pp. 4-3): "do not overload sterilizer. Allow for steam penetration between packs. Avoid contact of load components with the wall of the chamber." In addition, the ge technician did not follow the procedure for emergency door opening and incorrectly removed the counterweights, which are in place to support the door and prevent it from falling. Steris has offered in-service on proper use and operation of the equipment however the user facility declined.

Event description:
The user facility reported that an employee went to unload the sterilizer after a completed cycle and found the door was stuck and would not open. A ge technician responded and attempted to open the door by removing the door's counterweights, at which point his finger got pinched in the door. The technician went to the emergency room where his finger was x-rayed and a band-aid was applied. The technician returned to work and is fine with no sustaining injuries.